Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas 8000 cobas ise module compared to a competitor analyzer. The customer questioned the initial results as they were higher than expected. For sample 1, the initial sodium result was 147 mmol/l. The repeat result from a competitor analyzer was 139 mmol/l. For sample 2, the initial sodium result was 152 mmol/l. The repeat result from a competitor analyzer was 144 mmol/l.

Manufacturer narrative:
It was found that the customer centrifuges patient samples for 5 minutes, which is too short of a time. The field service engineer (fse) replaced the sample probe, checked the vacuum line, cleaned the dilution vessel, and checked the nozzle position. The service maintenance actions performed by the fse resolved the issue. The root cause of the event was found to be consistent with pre-analytical issues at the customer site.